Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump's buttons were harder to press and to get to react. The insulin pump was not alarming low reservoir. Customer's blood glucose level was not reported. The device was not returned.